Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator was alarming circuit occlusion and it could not be cleared. The ventilator was checked and the transducer calibration values and the inspiratory transducer values were off 5 counts but the expiratory pressure transducer calibration value was at zero. There was no patient involvement.